Event description:
Femoral component with femoral stem broke at the upper part of stem. The bolt has been damaged also. The pt measures 163 cm. Due to difficult revision of party cemented components the surgery time was extended by 240 minutes.